Event description:
It was reported that a dark spot was observed on the tube of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot manufacture date: august 19, 2021 - august 24, 2021. H10: the device was received for evaluation. Visual inspection was performed and a dark particle matter was observed on the fill port tubing inside of the primary packaging. Magnified inspection verified one dark flake-like polymeric appearing particle approximately 0.10 square millimeters resting loosely on the exterior wall of the fill port tubing in the clamp area and not in the fluid pathway.the reported condition was verified. The direct cause for the loose particle matter contamination found inside the sealed primary packaging most likely occurred in the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.